Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the catheter was removed, it broke which then required the patient to undergo a laminectomy.